Event description:
It was reported that when using the bd pyxis¿ medbank tower aux cubex application was unavailable as the drawers were offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was unavailable as the drawers were offline. A technical support specialist troubleshot the issue with the maintenance manager, and they managed to correct the network configurations on the network adapter. Afterwards, the cabinet came online on lmi, and the specialist was able to remote in. The drawers were then successfully connected, and the staff at the facility were able to use the medbank as intended. The system functioned as intended after the technical support specialist troubleshot the device. D4: unique device identifier not available.